Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was not giving any gas readings. They tried swapping out the water trap and lines and testing it on a simulator, but the issue persisted. The issue was discovered at setup. Investigation summary: the reported device was sent in for evaluation and exchange. During evaluation, nk's repair center technician duplicated the reported issue and observed a "gas device error" error message. The root cause of the complaint was the failure of pneumatic hardware, and the nk technician replaced the pump during the repair. A review of the complaint history for the device's serial number reveals no similar cases. Nk will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 07/09/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 07/11/2025 emailed the customer via microsoft outlook for all information in the ni list above: the bme replied, stating that no additional device information was available.

Event description:
The biomedical engineer (bme) reported that the multigas unit was not giving any gas readings. They tried swapping out the water trap and lines and testing it on a simulator, but the issue persisted. The issue was discovered at setup.